Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide:  model: ust400,  17845-5a-aw rev b 09/17.  Checking your blood glucose:  chapter 4 / page 36;  warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 500 mg/dl while wearing the pod between 24 and 36 hours. Patient's mother reported that bg levels continued to be high despite patient consistently drinking water. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied. The patient's blood glucose and insulin history are as follows: time: (pod applied), bg(mg/dl): 135; bolus(u): 10:00pm, 200; 2:05am, high (>500). 4:00am high (>500) (insulin given with syringe; pod removed) 4:11am high (<500) 5:00am (new pod applied)

Manufacturer narrative:
The soft cannula was found to be in a normal condition with no indication of having been bent or kinked. Fluid was able to travel through the cannula and out of the distal tip without issue. The device was found to function as intended with no evidence of any damage or manufacturing deficiencies that would lead to insufficient insulin delivery.